Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, damage is observed within the barrel, having turned a white color, indicating the material potentially degraded when placed in the oven as indicated in the initial report. A device history review was performed for lot 2010006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was inspected using magnification, no defects were identified and material was transparent. No changes to the manufacturing process or raw materials for this product have been implemented. Molding parameters were reviewed for lot 20100006 and verified product was manufactured within validated parameters. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation, a root cause related to the manufacturing process cannot be identified. H3 other text : see h10.

Event description:
It was reported that syringe 30ml ll was damaged. The following information was provided by the initial reporter: during use. We used the syringes to check a stock preparation, where 20 ml of bouillon goes into the syringe and the syringe goes in an oven at 30 degrees celsius for 14 days. During these 2 weeks, damage appeared in 4 of the 5 syringes that appears that the plunger damaged the inside of the syringe. Because several people were involved in the control over time, it is not clear whether the damage increased over time or perhaps has been the case since use. Microbiological contamination is excluded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 30ml ll was damaged. The following information was provided by the initial reporter: during use. We used the syringes to check a stock preparation, where 20 ml of bouillon goes into the syringe and the syringe goes in an oven at 30 degrees celsius for 14 days. During these 2 weeks, damage appeared in 4 of the 5 syringes that appears that the plunger damaged the inside of the syringe. Because several people were involved in the control over time, it is not clear whether the damage increased over time or perhaps has been the case since use. Microbiological contamination is excluded.